Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: cautions: ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings: section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Event description:
The user facility reported a 79-year-old male with an impella cp due to acute myocardial infarction. It was reported that during the impella cp procedure one perclose attempted and failed due to calcium in the vessel. The impella started successfully to support the patient. The next day the patient had a large hematoma at impella site. Anticoagulation was held. It was also reported that the patient started to cough up clotted blood, which turned into frank blood. Patient emergently intubated and two units of blood were administered. Bleeding continued to worsen in et tube, patient was bronched three more times to identify bleeding, but no bleeding was found. Patient continued to deteriorate, and decision was made for comfort care. Patient passed. There is not enough evidence to exclude impella as an associated factor in the patient's outcome.